Event description:
The pack of e-z electrodes that was sent with the new sonicator plus 994 was used by (B)(6)hospital on their director during the treatment. But the director got bum at the place of treatment. He was in great trouble thereafter. I am sending the electrodes back for your persual. Kindly take this under serious consideration and do the needful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).